Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The diabetes educator reported via phone call that the customer was admitted to hospital for diabetic ketoacidosis. It was reported that the customer had high blood glucose levels of 33 mmol/l. It was reported that the insulin pump alarmed compromised force sensor system. Troubleshooting was not completed during the call. The customer was advised to return the insulin pump. The product is not expected to return.